Event description:
It was reported by the physician that the patient indicated that his magnet would not abort his seizures anymore. Physician stated that the patient's settings were "lower than they were supposed to be" and returned his settings to the correct values. A faulty system test is suspected to have occurred during the patient's prior office visit which might have changed the settings and went un-noticed as the physician might have not performed final interrogation. Good faith attempts to obtain additional information has been unsuccessful.